Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the e315 error could not be identified. However, disconnecting and connecting the maj-1933 (light source cable) resolved the issue. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii video system center displayed error code 315 scope communication. The issue was found during the procedure. The procedure was competed in another room with another device. There were no reports of patient harm.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer reported error code e315 during a procedure. Tac recommended reseating the maj-1933 cable between the clv-190 and the cv-190 while it was powered off and to clean the scope contacts with 70% isopropyl alcohol. If this issue continued the loaner cv-190 would have to come in for repair. The customer stated the cv-190 came back from repair just prior to this issue and they would put that into service. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.